Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited inappropriately delivered anti-tachycardia pacing (atp) and shocks due to atrial fibrillation (af) with rapid ventricular response (rvr) until therapy was exhausted. It was noted that atp and initial shocks did not convert, and then the final shock converted the arrhythmia. However, the patient went back into af with rvr. Further review found that there was undersensing occurring when the af occurred at the same time as the v-sense and ventricular tachycardia (vt). Technical services (ts) reviewed programming options. This ICD remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.